Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had air bubble anomaly. Customer's blood glucose level was 168 mg/dl. Customer also stated that the approximate size of air bubbles was 2-3 little larger than champaign bubbles and air bubble was noticed during therapy. The reservoir will not be returned for analysis.